Manufacturer narrative:
Approximate age of device: 9 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was admitted on (B)(6) 2019 from the emergency department with anemia, acute kidney injury, and heart failure exacerbation, and now requiring 3 liter o2. Patient was noted to have melena on exam and planned for a gastrointestinal work-up. Patient received 2 units packed red blood cells. Patient was noted to be quite weak with concerns for aspiration and refused a feeding tube. Patient developed worsening oxygenation on (B)(6) 2019 and required increased oxygen support. Goals of care were discussed with patient and family. Patient was made do not resuscitate comfort care and palliative care was consulted on (B)(6) 2019. Patient continued to worsen and support was withdrawn on (B)(6) 2019. Patient expired on (B)(6) 2019.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events could not be conclusively determined through this evaluation. In addition, a direct correlation between heartmate 3 lvas, serial number (B)(4), and the reported patient outcome could not be conclusively established. The account communicated that the patient was admitted on (B)(6) 2019 from the emergency department with anemia, acute kidney injury, and heart failure exacerbation. The patient was requiring 3 liters of oxygen. Melena was noted on exam, and the patient received 2 units of packed red blood cells. There were plans for a gastrointestinal work-up; however, it was later reported that no diagnostic tests were performed and gi bleeding was not confirmed. The patient was also noted to be weak with concerns for aspirations, and he refused a feeding tube. The patient developed worsening oxygenation on (B)(6) 2019 and required increased oxygen support. Goals of care were discussed with the patient and the family, and he was made do not resuscitate. Comfort care and palliative care were consulted on (B)(6) 2019. The patient continued to worsen, and support was withdrawn on (B)(6) 2019. The patient expired on (B)(6) 2019 due to respiratory distress. It was not known whether the patient¿s outcome was considered device-related, but it was reported that the device operated as expected. It was noted that the lvad was not released at the time; however, in the event that the lvad was released, it would be returned. No further information was provided and there is no product available for investigation. The heartmate 3 lvas IFU lists bleeding, respiratory failure, and renal dysfunction as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.